Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 13, 2018 - may 14, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photographs using the naked which revealed the lot number; however, it does not display the reported leak. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.